Event description:
Reporter stated that patient's blood glucose was measured, using the suspect device, with a result of 285 mg/dl. Patient's blood glucose was immediately retested, on a physician's device, with a result of 98 mg/dl. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the suspect product. Technical support requested the return of the suspect product and replacement product was shipped.